Event description:
It was reported that the patient had spinal rods placed which resulted in infection of spinal rods and pump. The pump was removed; the patient recovered without sequela. The pump contained baclofen 2000 mcg/ml at a dose of 260.2 mcg/ml in complex continuous dosing.